Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Caller has an 8100 module giving him a 200.5040 error. Sn: (B)(4). Failure device type: failure problem type: failure mode: case resolution: used ka 12055 alaris infusion error 200.5040 for troubleshooting. Biomed did not have the poc v9.19 software files. Explained how to setup asm to flash units. Biomed will locate the software disk and call back if further assistance is needed.